Event description:
Medtronic received a report that after the distal end of the stent was deployed, the stent microcatheter dropped entirely to a position below the aneurysm. After deployed, it failed to cover the aneurysm, and the system could no longer advance upward. The catheter and stent had to be removed, and an attempt was made to transfer the stent to another microcatheter, but the attempt failed. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured left ophthalmic artery aneurysm with a max diameter of 7 mm and a 4 mm neck diameter. The landing zone was 3.9 mm distal and 4.9 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was not administered. The angiographic result post procedure was the blood flow was smooth and the aneurysm contrast agent retention was obvious.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside the inner pouch, bio-hazard bag, and shipping box. The marksman catheter was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed with a replacement of stent. The cause of the movement, failure to cover aneurysm, and inability to advance upward was not determined. Multiple pipelines were not being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was initially positioned and implanted in the ideal position. The device jumped during deployment. The tip of the catheter moved during deployment. There were not multiple pipelines used in the procedure. The tip of the catheter was not under stress. The catheter was a marksman.